Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels and hospitalization. Customer advised they were hospitalized for low blood glucose levels and when changes were made to their insulin pump it resulted in high blood glucose levels. Customer was advised to follow up with their healthcare provider.